Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side and right side anxiety exchange from was determined she has textured devices in place patient¿s concern of the product. Healthcare professional later reported device was ruptured. Device has been explanted.